Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully by the user on the (B)(6) 2010. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2017. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. The reported problem, of the device switches on automatically, was attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.